Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarms have diminished in sound. The customer's blood glucose level was unknown at the time of the incident. The customer stated the insulin pump had scratches on screen and the transmitter was no longer working. The device will not be returned for analysis.

Manufacturer narrative:
Device received with minor scratches on lcd display window noted. Device passed displacement test and self test. No audio or vibrate anomaly noted.